Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The field service engineer (fse) found evidence of carryover and adjusted the reagent probes, the main pump, gear pump pressures, and rinsing. Precision tested was performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) performed precision testing successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable lithium results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 1.32 mmol/l. The doctor questioned the result as it did not match the patient's clinical history which prompted the customer to repeat the sample. The repeat result was 0.281 mmol/l. The repeat result was deemed correct.